Manufacturer narrative:
Philips service replaced the pd assay rear panel of m-cabinet and power supply and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to power supply issues in m-cabinet on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.